Manufacturer narrative:
The product was not returned for analysis. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is:(B)(4).

Event description:
A nurse reported that following intraocular lens (iol) implantation, the patient experienced poor vision quality. Consequently, the lens was removed and replaced with an unspecified monofocal lens in a secondary procedure. Based on the additional information received, the patient was intolerant of the implanted lens from the beginning. The patient was initially reassured that visual quality would improve following completion of surgery in both eyes. However, despite bilateral procedures, the patient continued to have intolerance of the lens. The lens was consequently removed and replaced with a company-provided lens of different model and unspecified diopter value in a secondary procedure. The patient's symptoms were resolved, and the surgeon reported a good prognosis. There was no further impact to the patient.